Manufacturer narrative:
Of the 42 allegations of a malfunction, 30 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a call service alarm issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 42 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 49-228 pounds and between 5 and 80 years of age. Of the reported patients, 18 were male, 23 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #1 07/29/2017. Device evaluation: in q2 2017, there were 8 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.